Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed for the esophageal varices on (B)(6) 2022. During the procedure, it was noted that the bands tried to fire from the bottom instead of the top. The procedure was completed with a non-bsc banding device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed for the esophageal varices on (B)(6) 2022. During the procedure, it was noted that the bands tried to fire from the bottom instead of the top. The procedure was completed with a non-bsc banding device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a150103 captures the reportable event of bands prematurely deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the ligator head was returned and the handle was not returned for analysis. It was also observed that the ligator head was returned with all the bands attached which were moved out from their original positions and overlapped. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was not confirmed. The overlapped bands and moved from their position indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. This could have been caused by user manipulation and/or some extra tension applied to the whole device. Once the teeth were damaged /bent the suture thread could have difficulties releasing the bands and continued attempts to deploy the bands under tension can break them. Based on the available information and the analysis of the returned ligator head, the most probable root cause of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.